Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the reported issue. The cse replaced the oxygen sensor to resolve this issue. (B)(4).

Event description:
Covidien received information stating that prior to patient use, the oxygen (o2) level was set at 21% but the reading was 27%. When it was set at 100%, it became 68%. An alarm was generated. There was no patient involvement.